Manufacturer narrative:
Concomitant medical products: (B)(4) crt-d, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high and undefined impedance. It was also noted the defibrillation and superior vena cava (svc) coil of the right ventricular (rv) lead exhibited high and undefined impedance. No action has been taken and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lv lead exhibited no capture. The lead was explanted and replaced. It was also noted the rv lead was capped and replaced.